Event description:
Reporter indicated a vns (B) (6) computer's serial cable was not able to be securely attached to the computer and would not work unless the serial cable was held in place. The computer and serial cable have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.